Manufacturer narrative:
Investigation summary: a complaint of component coming discolored was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issue - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review for model 30204e lot number 22109399 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was found discolored before use. The following information was provided by the initial reporter: "when taking devices out of the box the connector pieces were found to be two different colors - one clear one amber. Uncertain if the device(s) is/are usable."

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was found discolored before use. The following information was provided by the initial reporter: "when taking devices out of the box the connector pieces were found to be two different colors - one clear one amber. Uncertain if the device(s) is/are usable."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.